Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling and sinus infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and infection: "precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the cheeks. Four months after injection, the patient developed "severe swelling in cheeks" at the same time as a sinus infection while traveling out of the country. The patient was treated with antibiotics for the sinus infection provided by another physician. The swelling had lasted a month and symptoms had resolved upon review with the healthcare professional.

Manufacturer narrative:
Medwatch sent to FDA 8/11/2016. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further follow up received from the reporting healthcare professional has indicated this event is not considered a serious injury.

Event description:
Additional information: patient was injected with juvéderm¿ voluma¿ with lidocaine to the mid face and temple. Patient was concomitantly injected with botox. The patient also developed pain in addition to the other symptoms. Prior to flying out of the country, the patient was aware of the "mild sinus infection." Patient felt increasing pain from landing in an airplane after flying out of the country. The pain and swelling worsened while out of the country. Symptoms resolved 4 weeks after the patient returned home. Patient did not seek medical attention. Patient was not given any intervention for the symptoms as the patient did not report or attend physician. The sinus infection is not considered related to the device and the healthcare professional believes the event could not have lead to a serious injury or death.